Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable/intermittent keys #0 and #1 with an intermittent keypad response, which was confirmed and reproduced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: (intermittent).

Event description:
It was reported that a spectrum pump had inoperable/intermittent keys of #0 and #1. It was also reported there was no patient involvement.